Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Imaging system failed imaging modalities. System stays in stand alone mode. The medtronic representative returned to replace the mobile view station (mvs) and found that the system was in intermittent stand alone mode prior to replacement. Replaced mvs computer. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs computer server was returned to the manufacturer for analysis. Investigation found that the mvs computer fan was running continuously and loud. The hardware investigation found that there was an electrical failure mode; there was a fan failure. Failure is unrelated to the event. Software investigation was unable to determine probable cause without further information. Investigation results found no errors or warnings that would specifically show root cause of the 2d shot failures. There is no other sufficient information in the logs to provide any additional information to permit a root cause determination to be made. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) reported that the imaging system did not acquire the initial 2d image when the button was pressed. The rt operating the system informed him of this issue. Imaging system was re-started. After re-booting the system they were able to acquire 2d and 3d images successfully. No further issues. The rt was unable to provide patient information. No further details regarding this issue, or specifically during what procedure it occurred, were provided. There was no known impact on patient outcome.